Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that when the device was interrogated prior to implant there was a message that read "eri imminent, replace pacer soon". When the device was interrogated the next day the battery voltage reading was 2.85 volts. The device was not implanted and another device was implanted. It was later noted that the device was experiencing "cold [temperature]" affect on the battery and the voltage had dropped and returned to an expected voltage after it had been warmed up. No patient complications have been reported as a result of this event.